Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, april 06,2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar vue device was implanted during a placement procedure performed on an unknown date. The images from the spaceoar placement procedure, reveled a suboptimal placement. Additional information stated that the images suggest a misplacement, specifically a rectal wall infiltration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, april 01, 2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, april 06,2023. Block b5: the narrative has been updated based on additional information received on may 01, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: corrected fields, mrf site address 1, patient sex.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar vue device was implanted during a placement procedure performed on an unknown date. The images from the spaceoar placement procedure revealed a suboptimal placement. Additional information stated that the images suggest a misplacement, specifically a rectal wall infiltration. No patient complications were reported as a result of this event. ***additional information received may 01, 2023 *** it was further reported the procedure was performed under local anesthesia and fiducials markers were not placed. The patient was reported to be getting his radiation treatment at the moment of this report.